Event description:
It was reported that during continuous renal replacement therapy using a prismaflex m150 set, an external blood leak occurred. This was further specified as "the intravenous bottle ruptured and blood spurted out." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the monitor line was disconnected from the deaeration chamber, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.